Manufacturer narrative:
Correction: refer to d9/h3 device availability. The reported event could not be confirmed, since the device was not returned for evaluation and no evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be returned to determine the exact root cause of the event. However, one of the probable reasons for breakage could be application of excessive torsional and bending forces during insertion. If any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Event description:
It was reported: the tip of the cannulated screw driver broke while implanting a screw.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: the tip of the cannulated screw driver broke while implanting a screw.